Event description:
It was reported that the patient received a patient notifier due to inappropriately detected nsln events. Device was reprogrammed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.